Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The backplane was replaced. The high voltage cable was cleaned and regreased. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a popping noise and thereafter an overload fault error message was displayed. This message will result in a system shut down situation. There are no reports of pt injury or death associated with this event.